Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Event description:
It was reported that before a procedure, there was a foreign matter, such as a broken piece of the clip inside the sealed package. Another device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The analysis results of the device found that it was returned inside the sterile package. A formed clip was found inside the sterile package of the device. No conclusion could be reached as to how the clip got inside the steril package. Complaint information is trended on a regular basis to determine if further investigation is warranted. The batch history records were reviewed with no anomalies noted during the manufacturing process.